Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump prompted them with an alarm. The customer's blood glucose at the time of the incident is unknown. Troubleshooting was performed however the customer was unable to clear the alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.